Event description:
During a ptca treatment procedure removal difficulties were experienced. The lesion being treated was a very fibrotic lesion in the lad. During dilation a waist formed on the ballon. Resistance was encountered when thephysician attempted withdrawal of the nc monorail balloon catheter. The physicain was able to eventually remove the nc monorail balloon catheter without incident. No patient injuries or complications were reported. Patient status is listed as "okay".